Event description:
During index procedure, the physician used two endeavor drug-eluting stents to treat lesions located in the lad. Approximately 56 months post index procedure, the patient died from cardiogenic shock. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Results and conclusions: (death). (B)(4).

Event description:
It is reported that prior to the previously reported patient death, the patient had been suffering from transient bradycardia and the patient suddenly died due to sinus arrest.